Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500, the customer stated that the hemopro cord would not connect to the hemopro device. Another hemopro device opened and connection was successful. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). Updated section; g4, g7, h2, h6, h10. The lot # 25153398 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500, the customer stated that the hemopro cord would not connect to the hemopro device. Another hemopro device opened and connection was successful. The hospital did not report any patient effects.